Event description:
It was reported that approximately two weeks following the implant procedure, the right ventricular (rv) lead exhibited dislodgement, causing loss of both atrial and ventricular sensing, as well as loss of ventricular capture. The patient was hospitalized and the rv lead was repositioned and remains in use. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.